Event description:
A nurse reported the equipment displayed an inoperative footswitch during a procedure. Following a 25 minute delay, a second system was brought in and used to complete the procedure. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system and replaced the footswitch and footswitch cable. The system was then tested and met all product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this footswitch. The root cause cannot be determined conclusively. (B)(4).